Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited the adhesive around the object lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3, preparation and inspection 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.